Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
One of the two ceiling lift straps of the maxi sky 2 plus suddenly unwound by approximately 50 cm. The issue occurred during servicing of the device. No patient was involved, and no injuries were reported.

Manufacturer narrative:
The root cause has not yet been established. The issue could not be reproduced during functional testing. The analysis of the available information is ongoing. Additional information will be provided upon completion of the investigation.

Manufacturer narrative:
The maxi sky 2 plus is a configuration of the maxi sky 2 ceiling lifts equipped with dual mode, meaning it consists of two interconnected ceiling lifts. This configuration allows for the safe transfer of bariatric patients. In the reported complaint, the strap of one of the ceiling lifts unwound, which resulted in the spreader bar dropped unevenly. The device evaluation conducted by the arjo technician allowed the identification of a slight ¿ripple¿ mark on the released strap. The strap also showed significant white grease markings on one side, with the distances between the marks possibly corresponding to the diameter of the wound drum. The observed issue could not be reproduced during the subsequent inspection, which included full functional testing: three repeated full up-and-down strap cycles (lifts in tandem mode), with additional weight applied during several lifting and lowering cycles. The root cause analysis was conducted based on the results of the lift evaluation, the previous investigations related to the reported problem and the consultation with the manufacturer. Although the issue could not be reproduced during functional testing, the most likely root cause is considered to be an intermittent malfunction of the weight detection limit. During servicing activities, the lift was operated without load. If the weight detection function did not correctly detect the absence of a load at that moment, the strap could have unwound loosely around the drum, creating an undetected accumulation of slack. The accumulated slack may then have been released suddenly, resulting in the observed unwinding of approximately 50cm. The observed ripple on the strap and the grease markings are consistent with loose winding around the drum but are considered secondary indicators rather than the initiating cause. Sum up, the most likely hypothesis is that a malfunction of the weight detection limit created a loose section of the strap around the drum, which was subsequently released during servicing. However, this hypothesis could not be confirmed with certainty, as no malfunction of the weight detection function was identified at the time of lift inspection. Arjo device was not used for a patient transfer when the issue occurred. The device did not meet specification as strap unwound suddenly. The complaint decided to be reportable due to the strap's unexpected unwinding that could not be stopped.